Manufacturer narrative:
.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device. The available information is consistent with a malfunction of the processor pca. The cause was contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device needs to be evaluated due to a power off issue. There was no adverse patient impact reported.